Event description:
Approximately 10 minutes after completing a transapical tavr procedure, the 29 mm sapien xt valve embolized into the left ventricular outflow tract [lvot]; echo showed the valve was sitting sideways in the lvot. The patient was returned to the operating room; the valve was explanted and replaced with a 25 mm surgical valve. One day after the procedure the patient was reported as stable and doing well. Pre-procedurally the team agreed on a 26 mm sapien via transapical approach. Annular measurements by CT= 495 mm²,490 mm², and 509 mm². Intra-procedural 3d tee =512 mm². All measurements pointed to a 26 mm valve. The native annular/root calcification was mild. Native leaflet calcification was moderate. The physicians performed the root shot and commented on how large the sinus of valsalva and sinotubular junction were, so they elected to bav with a 24 x4cm true balloon to assess. The balloon did not fill the root and there was contrast leakage around it. There was significant movement of the bav during inflation/pacing. They went back and forth, and decided on a 29 mm sapien xt. The valve sizing was reviewed again, as well as the percent of over-sizing if using the 29 mm valve. A decision was made to implant a 29 mm sapien xt valve. The valve was implanted and appeared 50:50 in the annulus, but of note there was 2cc left in the atrion syringe during deployment as the physicians did not inflate it all the way. Initially there was zero leak per tee and the position looked great. The apex was closed and approximately 5-10 minutes after deployment the patient became tachycardic. Echo was assessed and the valve was sitting sideways in the lvot. The patient was then transferred to the or for removal and surgical aortic valve replacement using a 25 mm surgical valve. Following explantation the 29 mm xt valve was measured with calipers and it measured 25 mm. This event was attributed to under inflation of the 29 mm sapien xt valve.

Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors [underinflation of the deployed valve] resulted in the valve embolization. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.